Event description:
It was reported during an initial implant procedure that the right atrial (ra) lead had low pacing impedance. It was seen via fluoroscopy that the ra lead was dislodged. Additionally, it was noted that the insulation of the ra lead was damaged. The ra lead was not installed and a new ra lead was successfully implanted on 01 jul 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were lead dislodgement, insulation damage and low pacing impedance. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of low pacing impedance was confirmed. Electrical testing found shorting between conductor paths due to overtorqued inner coil inside the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.